Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6, lab: 2.2, doctor's poc: 2.2. All three tests were done at the same time. A finger stick was performed for each meter. Pt's last dose of coumadin was taken the night before testing. Pt stated that he does occasionally milk the finger when obtaining blood sample.

Manufacturer narrative:
Pt is taking digoxin, simvastatin, pravachol, toprol, tempazepam, flexeril, and potassium, per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt is anemic. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Customer occasionally milks the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.6, reference: 2.2, mean: 1.90, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and refence values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Doctor's meter and lab result were both 2.2. Confidence limits for both sets of data are the same. Recent test conducted on lot# 243104 on 7/20/2011 met accuracy criteria. Test results are as follows: donor 74=2.1, 1.9, 2.0 inr; donor 75=3.6, 3.7, 3.7 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 74 (2.02 inr) and donor 75 (3.48 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Unexpected test results may be due to other causes, including but not limited to pt's anemia and medications. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 246544 with strip code z45bu material was split into two different lots: lot# 243104 into 12packs (smaller lot). Lot# 251117 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time.